Event description:
The customer's daughter called to report that her mother passed away due to a heart attack. The customer was wearing the insulin pump and was experiencing high blood glucose levels at the time of her passing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.